Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter failed control solution tests low. The patient indicated that the alleged issue started on (B)(6), 2010, at an unspecified time. The patient reported control solution meter reading of "25 and 68 mg/dl." She also reported an acceptable control solution range of "96-128" mg/dl. Due to the alleged issue, the patient claimed that she received phone advice from a health care professional (hcp) on (B)(6), 2010, to increase her nph insulin from 33 to 36 units and her regular insulin from 22 to 26 units. The patient denied that she developed any symptoms because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what blood glucose readings the patient obtained on the meter before and after the alleged issue began, and what meter readings she obtained before receiving the phone advice from the hcp. In addition, it would have been helpful to know what actions the patient took before receiving the hcp phone advice and if she was advised to take insulin during the call with the hcp. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received medical advice from a hcp to increase her insulin dosages after the alleged issue began.